Event description:
According to the police report, the end user was struck by a motor vehicle while operating the motorized wheelchair on a sidewalk near a driveway. The end user was not wearing a seat belt. Allegedly, as a result of the incident, the end user received injuries and was hospitalized.

Manufacturer narrative:
No malfunction of power wheelchair suspected. According to the police report, the operator of a motor vehicle failed to yield the right of way to the end user while she was operating the motorized wheelchair. The end user was not wearing a seat belt. The owner's manual warns, "always use the seat belt".